Event description:
The caller reported that the insulin pump had a keypad anomaly. The customer's mother tried to press the esc and act buttons to try and override the 186 mg/dl blood glucose level that was showing from 10:30 p.m. But the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection.